Manufacturer narrative:
Common device name) dre, dilator, vessel, for percutaneous catheterization. (B)(4). Investigation- a review of the complaint history, device history record, instructions for use (IFU) and a visual inspection of images provided was conducted for the purpose of this investigation. The device was not returned to assist with the evaluation. No damage or nonconformity was observed on the device in the returned images, and no signs of nonconformity or misuse were observed on the video from the procedure. Manufacturing records were reviewed, and there are no signs this device contained a nonconformity. No other complaints have been filed for this device lot. The IFU was reviewed, and cardiac tamponade is a documented risk of the pacemaker lead removal procedure. Based upon the information available, the root cause of this complaint is an adverse physiological response by the patient.

Event description:
During the successful extraction of rv lead with the lead extraction needle's eye femoral snare after 10 min at ICU they saw a cardiac tamponade. Punction of pleura and drain up to 2 l blood during 3 hours. Intubation of patient again and moved to hyprid kath lab/or. The heart surgeon was in standby for thoracotomy, but after 3 hours a few thrombin was seen and the bleeding stopped. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.